Manufacturer narrative:
Date of event was reported as 2009.

Event description:
Information received from the patient reported a burning sensation at the implantable neurostimulator (ins) location and that they had a problem with the recharging system, coupling and/or communication issues. Additional information received on (B)(6) 2016 from the patient reported that they had the ins removed because it had flipped and was causing a burning/stinging sensation. The patient stated that they the burning/irritating feeling ever since the implant in 2009. The indication for use for the implanted device was noted as failed back surgery syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.